Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
A physician attempted to advance a graftmaster to an intended site without success. The device was removed and another graftmaster was advanced, however, it could not cross the lesion. The pt's current condition is unknown. This report is for the first graftmaster.